Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had cuff inflation/deflation issue. The customer reported that the device was in contact with the patient's airway and secretions are identified in the photo provided. There is no reported patient outcome.